Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was cracked and unresponsive. Reportedly, the customer accidentally shut a car door on the pump to cause the screen to shatter. Blood glucose was 286 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.